Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that loss of therapy and that "it seems like they have been going to the bathroom a lot more, and I don't feel that device working." He says he was on 3.3 and moved it to 3.4 but doesn't feel stimulation and this started on sunday before the call date. Patient also reported that he "fell twice about 2 weeks ago and I fell on my face." Patient raised stimulation to 4.1v and feels stimulation. He is going to try this setting. And patient was advised to follow up with their health care professional about the recent fall. No further complications noted or anticipated.